Manufacturer narrative:
Investigation summary: unconfirmed, no sample provided. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that a ultrasafe x100l pr plum ssl nvs stein had plunger error. The following was reported, "he went to take the plunger and the syringe out of the seal packaging the plunger came out of the syringe and the medication got all over the floor causing him to miss his dose and unable to use the prefilled syringe.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a ultrasafe x100l pr plum ssl nvs stein had plunger error. The following was reported, "he went to take the plunger and the syringe out of the seal packaging the plunger came out of the syringe and the medication got all over the floor causing him to miss his dose and unable to use the prefilled syringe".